Manufacturer narrative:
The hakim valve was returned for evaluation: device history record (DHR) - lot number 4175399, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, reflux, leaks and pressure. The catheter was irrigated no occlusions noted. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported it was not possible to change the setting of a hakim valve to treat a patient with snph (secondary normal pressure hydrocephalus): the valve was implanted via v-p shunt on (B)(6) 2021 with an unknown setting. After the surgery, the patient complained of headache, and had low cerebrospinal fluid pressure. When the operator tried to change the pressure to setting 100mmh2o, it was not possible, and the pressure was different. No matter how many times the operator repeated the process, the pressure did not reach the specified pressure, and it became the same even if the operator tried to change it with another hakim programmer. Therefore, the patient is scheduled to have a valve replacement.